Event description:
Reported event occured in (B)(4) 2015. The exact date is unknown. The device serial number is unknown. During the implantation procedure, a pause was observed (device did not pace for few cycles).

Event description:
Reported event occured in (B)(6) 2015. The exact date is unknown. The device serial number is unknown. During the implantation procedure, a pause was observed (device did not pace for few cycles).